Event description:
It was reported that one unit of hemosol bicarbonate solution had a damaged primary container. The issue was noted prior to use. There was no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and an evaluation was not completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.